Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Insulin pump passed displacement test, self test, rewind test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin buttons harder to press and they must be pressed in a certain place to work. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had battery life was less than a week, rejected new battery and louder while rewinding. The insulin pump will not be returned for analysis.